Event description:
A customer contacted beckman coulter (bec) to report a 15ml leak of clear fluid in front of a coulter hmx hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak from cut tubing at pinch valve pv43 (pv43 opens the drain path from low vacuum and waste chamber vc1). Fse replaced the tubing which resolved the leak. The cause of the leak is attributed to cut tubing at pv43. (B)(4).